Manufacturer narrative:
(B)(4). Batch # p92g0r. Investigation summary : the device was returned with the tissue pad melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # p92g0r. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a prostatectomy procedure, after testing the instrument, it worked properly. After a while the generator showed too much pressure at the instrument jaws. The pad fell off. The pad in use was detached from its position. We changed the instrument immediately and the operation continued without any problems. There was no patient consequence.